Event description:
The reporter indicated that the pt was complaining of chest pain which she described as "zaps" at the site of her implant. She had been experiencing these types of pains at random for approx a week, and had kept a journal to document when she had the pain and what she was doing at the time. There appeared to be no pattern in the events and the iegm/ecgs showed no inappropriate sensing and/or pacing. The only time it was clinically recreated was when the pt was programmed to unipolar pacing in either chamber or when the reprogramming operation was performed. The field clinical engineer that was present during the pacemaker eval gained engineering access to the device in order to decrease the sensitivity of the circuitry. It was determined that the pt experienced severe latency which was most likely attributable to her underlying disease which causes tissue thickening. During atrial non-capture, the pt said she felt dizziness and discomfort. She stated that these were not the symptoms that she had experienced outside of follow-up or when she felt the "zaps". The initial programmed settings provided an adequate safety margin for atrial capture, so no reprogramming was done. The pt was released with instructions to continue to document any episodes in her journal and to report to the physician if she experienced more than a few episodes in a short period of time.